Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, a visual inspection confirmed that the pins on the battery pca were bent and needed to be replaced. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician discovered that the j7 contact pin was bent. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j6 were undamaged and in working condition. Upon conclusion of the evaluation, the battery pca was found to be faulty due to a bent pin on the j7 connector. Following the evaluation, the battery pca was scheduled to be archived. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced to resolve the noted damage. The device remains at the customer site. No further investigation is warranted related to the resolution of this event.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement.